Event description:
Device 2 of 3: ref MFR reports # : 1627487-2013-11654, 1627487-2013-11656. It was reported the patient stopped recharging her ipg due to no longer receiving pain relief. In turn, the patient is unable to recharge her ipg. The patient will undergo surgical intervention to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.